Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and "failed back syndrome-other." The patient reported their pump was dead and still had about 3 quarters of the medication left. It was reported that the patient couldn't get anyone to help them with removing the pump and/or getting the medication. The patient's previous doctor discharged the patient due to monetary issues. No symptoms were reported. No further complications were anticipated/reported.